Manufacturer narrative:
There was no device problem which could have led to the event. The device was verified after the event, and it was within specifications although there were certain adjustments done to improve the performance. The user had performed laser floater treatment on the patient. The third pulse caused immediate vitreous hemorrhage from fovea although the laser was focussed anterior to fovea. The user immediately stopped treatment and referred patient to retina specialist. The visual acuity post event was 20/100. The device labeling and risk assessment was reviewed and the risk control measures were found to be adequate.

Event description:
There was an incident reported on the ellex ultra q reflex laser where the patient developed full thickness macular hole in lefteye, immediately after the third laser pulse.this report is made by lumibird medical inc without prejudice and does not imply any admission of liability for the incident or its consequences.